Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2023 a patient in turkey underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube and percutaneous endoscopic jejunal tube (j-tube). On (B)(6) 2024 the patient experienced an infection at the stoma site and was hospitalized to begin treatment of 4.5gm of intravenous tazocin 3x1. On (B)(6) 2024, the tubing was removed. It was reported that deep brain stimulation (dbs) was planned to be inserted after the infection passed.